Event description:
Same case as MFR report #: 2134265-2012-04152. It was reported that during a stenting treatment procedure, the atlantis catheter stuck in the stent. The procedure treated the 90% stenosed target lesion located in the severely tortuous mid left anterior descending artery. A 2.5x24mm taxus element stent was advanced and implanted distally in the target lesion and an overlapping 3.0x20mm taxus element stent was implanted proximally in the target lesion. "It seemed the guide wire exit port of an atlantis catheter got stuck in the distal edge of the 3.0x20mm taxus element stent" causing stent damage to the 3.0x20mm taxus element stent. There was difficulty removing the atlantis catheter but it was able to be safely removed. Balloon angioplasty was performed to complete the procedure. Final cine review confirmed the condition of both implanted stents were well expanded and well apposed. No further patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).